Event description:
It was reported that in (B) (6) 2009 the average longevity was 19 months. The patient did not show up for next appointment on march(B) (6) 2010, but was seen on (B) (6) 2010, where the device had a low battery warning since (B) (6) 2010 and was pacing at vvi 65. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. The eri (elective replacement indicator) was the result of a low battery voltage. Longevity testing at implant settings revealed the device had met its expected longevity.